Event description:
During the pulsed field ablation procedure, when inserting the transseptal puncture needle and advancing the dilator, resistance was encountered midway, and a hole was found in the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 10f fast-cath introducer sheath and dilator were received for evaluation. The sheath had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath with no resistance or functional anomalies noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported sheath perforation remains unknown.